Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a bend to the capsule. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a bend to the inner member shaft. An 29mm valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. There were no issues noted when the valve was deployed. The reported event for difficult to deploy could not be confirmed in the analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, it was clarified that the handle of the delivery catheter system (dcs) was turned but stopped rotating midway and not "the capsule was turned.".

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 product ID l-evolutfx-2329 (lot: 0012166192); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no misloading was observed during loading check. The patient had bulky calcifications in the sinotubular junction (stj), and a short diameter stj at 18mm. The patient's vasculature was so tilted that the perpendicular view at left anterior oblique (lao) was 44 degrees. However, it was confirmed that the hat marker was in the greater curvature at the lao as normal. Deployment until the third node was good, then blood pressure dropped while opening the valve to the point of no return, even when rotated to the point of rattling. At this time, misalignment was observed. The medtronic representative informed the implanting team that one more turn could be performed, which was done by the physician. However, the hat marker did not attach to the paddle attachments, so the team waited to make sure it was attached to the paddle attachment. It appeared that more than one rotation may have been performed at this time. When checking the depth, it was noticed t hat the hat marker had advanced beyond the paddle attachment. The team realized that some of the struts had come off, and decided to place the valve as it was. The capsule was turned but it stopped rotating midway, and the paddles remained on the capsule and could not move. It was observed that the end cap was misaligned. The physician applied push tension and managed to get the paddle off in a bowing manner, but the strut was stuck in the capsule, which was also removed and the valve placement was completed. The valve was able to be positioned at the desired position, and the patient returned to the room without paravalvular leak (pvl). Since the patient had a pacemaker already in place, it was placed deeper. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. The unable to deploy reported in this event could not be confirmed based on the analysis findings, and therefore the root cause cannot be determined. In this case, during the attempted deployment of the valve, it was noticed that the hat marker had advanced beyond the paddle attachment. The team realized that some of the struts had come off, and decided to place the valve as it was. The capsule was turned but it stopped rotating midway, and the paddles remained on the capsule and could not move. It was observed that the end cap was misaligned. Deployment issues can be related to many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. As no procedural images or fluoroscopic images were provided for review, the root cause of deployment difficulties could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.